Manufacturer narrative:
Zehavi-dorina, tzukit, et al. "Bilateral consecutive xen gel stent surgery during pregnancy for uncontrolled early-onset primary open angle glaucoma." American journal of ophthalmology case reports, elsevier, 11 july 2019, vol. 15, pg. 1 - 4. (B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of low intraocular pressure, irido-corneal touch, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of hypotonous iop 4 mmhg with shallow ac, and "bilateral early encystment" with iop of 15 mmhg, requiring several needling procedures in the left eye were noted in the article: "bilateral consecutive xen gel stent surgery during pregnancy for uncontrolled early-onset primary open angle glaucoma."